Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 509mg/dl at the time of the incident. The customer reported that the one touch and pump don't talk to each other. The keypad was locked. They took pump off her body 2-3 days and when reconnecting, the meter and pump were not talking to each other. The customer was just using a syringe. The customer treated high blood glucose of 509mg/dl with syringe. Then blood glucose was 462mg/dl. Patient's current blood glucose was 488mg/dl. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appeared normal (slightly indented). The customer declined to perform the high pressure test. A tubing clamp will be sent to perform high pressure test and. The insulin pump will not be returned for analysis.